Manufacturer narrative:
Unique identifier (UDI) #: not applicable. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Allergan is unable to confirm with the healthcare professional, therefore additional event, product, or patient details are not attainable. The events of blister, bump, "hit a main artery," bleeding, bruising and scar tissue are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported that after injection in the lips with juvederm, the patient experienced bruising on one side, after that the patient noticed a bubble, almost like a blister like bump on the top lip. The patient went to see the physician who informed her that the needle had hit a main artery in the lip and caused some internal bleeding which resulted in severe bruising and the blister. Physician suggested warm compress and removal of remaining scar tissue or left over blood, however the patient did not have to do that because it got much better.